Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came to clinic for regular follow-up, several non-sustained vt/vf episodes and several non-sustained lead noise episodes were observed. Noise was reproducible in clinic with evocative maneuvers. Lead replacement was recommended. Programming changes were made. Patient will be enrolled and monitored through merlin.net transmission. There were no consequences to the patient.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during scheduled follow-up, non-sustained oversensing was noted again. Lead damage was suspected. The physician will not revise the lead for the moment, and the patient will continue to be monitored with close follow ups.